Event description:
Customer reportedly received results of 106 mg/dl and 224 mg/dl within 10 minutes on the advantage system. Customer's meter result of 190 mg/dl was also compared with professional meter result of 140 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.